Event description:
It was reported that the cartridge was not fitting properly on the pump, leading to an increased blood glucose level indicated as "high." The caller administered a correction bolus via the pump, and tandem technical support provided instructions to remove the pump case, inspect and clean the pneumatic tap area, and reload the cartridge. Following these steps, the caller was able to resume insulin therapy successfully.